Manufacturer narrative:
Concomitant products: product ID: 3550-05, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported the patient did not feel stimulation during the test. The extension was broken and was therefore changed. The issue was resolved. No further information was reported. A follow up report will be sent if additional information is received.